Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to the electrode belt distribution node. The trunk cable was pulled from the strain relief, pulling the heat shrink off of pulse wires in distribution node, causing the pulse wires to short together. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt for an unrelated reason. Upon investigation, a reportable device malfunction was discovered.